Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 5.1 and all cubies were not detected on the bus. A field service engineer (fse) inspected retractor band cable and found securely connected at both ends. Sensor wiring harnesses were also checked with no visible issues. The fse manually removed all cubies and found foil debris from medication packs and cleared from the moab. All cubies were reinserted and successfully tested using diagnostics. The customer verified that the drawer was functioning properly in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 5.1 was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.